Event description:
It was reported that a hardware removal was performed on (B)(6), 2014 due to patient pain and screws backing out from bone. Recently, on an unknown date, the patient reported pain at the implant site and it was discovered by x-ray that the release pin on the bottom portion of the plate was sticking out and causing irritation, and the screws were backing out of the bone. On (B)(6), 2014 a revision was performed during which the surgeon explanted two plates. There were also approximately sixteen screws of unknown types and sizes removed. The procedure was completed successfully without any reported patient harm. This report is for sixteen unknown screws. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Date of event: unknown. Additional device info: this report is for 16 unknown screws/unknown lots. Implant date: approximately seven to eight year prior to explant date of (B)(6), 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.